Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being in the abdominal during a laparoscopic right inguinal hernia, there was a hole in the balloon. It was also stated that valve seal was damaged and disengaged and the balloon would not inflate and insufflate. It was also stated that balloon leaked gas or air. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: the obturator, trocar balloon, lock collar and valve seal appeared intact. The insufflation bulb was received. The inflation syringe was not received. The dissector balloon was received. A functional evaluation found that the trocar balloon was inflated; no leaks were detected. The dissector balloon was inflated, a leak was detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of hole in the dissector balloon may occur when contact is made with a sharp surgical instrument during clinical application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.